Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and patient hospitalization were unknown. On an unreported date, the patient began treatment with an injection of vancomycin (1gm, once in four days, route not reported) and an injection of fortum (1gm, once a day, route not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.